Manufacturer narrative:
H6: investigation summary: bd received 1 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "blood leakage from the tubing of the wingset. After puncture, blood leaked from the tubing. Blood collection was completed with no problem. The needle could be retracted."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set; medical device type: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "blood leakage from the tubing of the wingset. After puncture, blood leaked from the tubing. Blood collection was completed with no problem. The needle could be retracted."